Event description:
It was reported that "while adjusting screw height, poly adjustment tool broke while engaged."

Manufacturer narrative:
Two prongs have been broken off the tip of the instrument. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.